Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery dropped from 40% to 5% while connected to a power source. The customer's blood glucose (bg) level was impacted (250 mg/dl). The customer used insulin pens to correct elevated bg level. It was indicated that the customer would continue to use the pump until the replacement pump was received.